Manufacturer narrative:
(B)(4). A copy of the article can be assessed on the world wide web at www.neurosurgery-online.com.

Event description:
Literature: van den munckhof p, contarino mf, bour lj, speelman jd, de bie rm, schuurman pr. Postoperative curving and upward displacement of deep brain stimulation electrodes caused by brain shift. Neurosurgery. Jul 2010;67(1):49-53; discussion 53-54. Summary: this article quantitatively assessed post-operative deep brain stimulation (dbs) electrode displacement in relation to subdural air invasion in 14 pts (10 women) with advanced parkinson's disease and subthalamic nucleus (stn) dbs electrodes that underwent immediate post-operative CT scans and repeated CT scans after longer term follow-up. The pts were implanted with unilateral (n=1) or bilateral (n=13) stn dbs between 2003 and 2005. Volumetric measurements of post-operative subdural air collections on both sides of the brain were performed and the stereotactic coordinates of the deepest dbs contact on the direct postoperative and follow-up CT scans were determined. Subdural air collections measured on average 17 cubic centimeters plus or minus 24, causing the frontal cortex to shift posteriorly. After a mean of 16 months, air collections resolved and the frontal cortex had returned to its original position, causing anterior curving of the electrodes and electrode movement on average of 3.3 mm upward. The mean dorsal lead displacement was 2.6 plus or minus 2 mm. Reportable events: one pt experienced infection at the proximal connector of the extension. It was unclear whether the entire system or only the lead was removed. It appeared that the pt underwent reimplantation 4 months after the initial surgery. Thirteen pts experienced displacement of the bilateral electrodes upward from the intended targets by the time of the follow-up CT scan. Total displacement along electrode trajectories varied between 0 and 13.3 mm upward, which significantly correlated with the amount of post-operative subdural air. One pt with a left lead displacement of 7.2 mm and a right lead displacement of 13.3 mm experienced severe reversible, stimulation-dependent, cognitive decline. The deepest contact on the left side was located in the internal capsule, and on the right side was located in the dorsomedial globus pallidus externus. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided in section a is the average for all the pts. At this time no additional info was available. Additional info regarding the pt, event, interventions and outcome has been requested.